Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-13100 and 2015691-2023-13101.

Event description:
Edwards received notification from our affiliate in the netherlands. As reported, this was an implant case of a 29mm sapien 3 valve in the aortic position by transaxillary/subclavian approach. The patient presented with a calcified subclavian artery. During procedure, it was difficult to get the esheath through the vessel and then the commander delivery system. Much tension was noted on the system when advancing the commander delivery system through the esheath. Several attempts were made to get the valve in the ascending aorta, which eventually worked. After performing the valve alignment, it was very difficulty positioning the valve in the landing zone, the system kept bending in the aorta and could not get the valve into the aortic root. Eventually, it was possible to position the valve in the annulus, when inflating the commander delivery system balloon, blood was entering in the atrion. Then, the valve was retrieved inside the esheath and everything was removed together from the patient. A second attempt was performed. As per medical opinion, the root cause for the difficulties introducing the devices may be related to the patient's anatomy and, for the difficulties positioning the valve and balloon leakage may be related to the calcification and tension on system. As per the pre-decontamination evaluation, it was found that the first esheath had a liner tear and the distal tip was split.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned devices were visually examined, and the following was observed: sheath shaft curved. Liner fully expanded as designed. Liner tear 2cm in length from distal tip with liner bunching towards sheath hub, and partial liner delamination. Distal tip opened as designed (along all score lines), but with soft tip split and stretching. Scratches near the distal tip. Liner thickness was measured along the liner tear and all measurements met specification. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of resistance between system components was confirmed. An existing edwards technical summary has been documented for root cause analysis on sheath shaft resistance with delivery system complaints. A detailed root cause analysis for similar returned sheath shaft resistance with delivery system complaints has been conducted and summarized in technical summary. The technical summary provides details of contributing factors for increased resistance during insertion and advancement of the delivery system through the sheath. The following vessel characteristics and procedural factors were identified as the root causes for encountering increased resistance: tortuous vessels can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. The patient information provided reported mild tortuosity. Per evaluation of the returned device, the sheath shaft was curved, suggesting presence of tortuosity in the access vessel. Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. The patient information provided reported calcification. Per evaluation of the returned device, the sheath shaft was scratched, suggesting presence of calcification in the access vessel. Undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion, thereby increased resistance. Information on vessel size was not provided. Steep insertion angle can result in non-coaxial alignment between the delivery system and sheath, which may lead to resistance during advancement. Information on insertion angle was not provided. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with an esheath resistance with delivery system. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies . These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the complaint event. No further actions are required. The complaint for sheath liner torn was confirmed by visual examination of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned sheath revealed that the liner wall thickness was within specification. No visual abnormalities were observed on the returned sample. An existing technical summary has been documented for root cause analysis on sheath shaft liner tears with normal liner expansion. In this technical summary, a review of liner tear complaint investigations on returned devices over a two-year period found that patient / procedural factors (e.g. Access vessel tortuosity / calcification or withdrawal of a burst or torn balloon) are likely the contributing factors for sheath shaft liner tears. As per event description, patient presented a calcified subclavian artery. Calcification can damage the exposed portion of the sheath liner. Damage along the liner could lead to immediate cutting/tearing or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system. In addition, a torn balloon on the associated delivery system was also observed. A balloon burst or tear could also make it difficult as it would alter the balloon profile during removal. The force required to withdraw the balloon could then lead to tearing or weakening of the sheath liner. The technical summary demonstrated that there were no deficiencies in the IFU/training manuals and outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with sheath shaft liner tears. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. It should be noted that these mitigations (from manufacturing and the IFU/training manual), as identified in the technical summary, are still in place. As such, these inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. As such, available information suggests that patient factors (calcification ) and/or procedural factors (withdrawal of torn balloon) may have contributed to the complaint event. No further actions are required. The complaint of difficulty introducing sheath was confirmed per evaluation of the returned device. However, no manufacturing non-conformances were identified during evaluation of the complaint device. Reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, the patient presented a calcified subclavian artery with mild tortuosity. Per the training manual, ''push force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification.'' Calcification and tortuosity can create sub-optimal angles that can lead to non-axial advancement of the sheath into the patient, leading to resistance. Calcification can reduce the vessel diameter and create a constrained condition, further leading to resistance. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. The complaint of sheath distal tip split was confirmed per evaluation of the returned device. However, no manufacturing non-conformances were identified during evaluation of the complaint device. Reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies . Furthermore, no abnormalities were noted during device unpacking or preparation. A torn balloon was observed on the associated delivery system. A balloon burst or tear could make it difficult to withdrawal the delivery system back into the sheath, as it would alter the balloon profile. If excessive manipulation was used to overcome the withdrawal difficulty, it could lead to a sheath tip split. If the surrounding patient anatomy was calcified, it is also possible that sharp nodules of calcification may have contributed to the tip split. As such, available information suggests that patient factors (calcification) and procedural factors (withdrawal of burst/torn balloon) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.